Manufacturer narrative:
Additional information was received indicating left bundle branch block (lbbb) developed into complete heart block (chb). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve ((B)(4)), left bundle branch block (lbbb) was observed and developed further into atrio-ventricular block (avb). Subsequently, a permanent pacemaker was implanted the same day. No additional adverse patient effects were reported.

Event description:
Additional information was received that six days following valve implant, while on the intensive care unit, the patient developed b breathing difficulty. Medications were administered and continuous positive airway pressure was applied. The patient's infection parameters increased and septic pneumonia with acute respiratory distress syndrome was identified. The patient was intubated one day aft ER onset. The left bundle branch block (lbbb) and complete heart block were considered resolved nine days post valve implant. Approximately twenty days following onset, the condition was reported to be resolved. Per the physician, the transcatheter aortic valve im plantation procedure was a possible contributing factor.

Manufacturer narrative:
Concomitant medical product: product ID :envpro-16; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na product ID l-envpro-14-us; product lot/serial number unknown; product type: catheter. Loading system; implant date na; explant date na updated data: b2, b5, d8, d10, g1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.